Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient expressed severe pain or discomfort in their back, ankles and kidneys. They believed the device was electrocuting them. The patient went to the emergency department. While there, they had a chemical stress test. After the medicine was injected, they started to feel the pain. The test was abandoned at that point. The patient reported it lasted about 5 days and the patient still occasionally felt discomfort in their ankle. The patient did not have their smart programmer with them on (B)(6) 2020 and could not turn the therapy off, once they had the programmer they turned it off successfully. They had not yet been in to see their doctor in person. The issue was not resolved at the time of the report. The rep reported they spoke with the patient during courtesy calls and confirmed the patient's therapy was off. It was noted they had a follow-up appointment with their healthcare provider scheduled for may to discuss device removal, it was noted that surgical intervention was planned, but not scheduled at the time of the report. It was noted the patient would also need the device removed to get an MRI. No further complications were reported or anticipated.

Event description:
Additional information received from a manufacturer representative (rep). Rep stated that surgical intervention was not planned or scheduled but the hcp was aware of the complaint. The device was not explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.